Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation, inserted through loader cap and with a stylet inserted. The returned delivery system was visually inspected for any abnormalities. There was a slight twist on the crimp balloon and a kink on the balloon shaft, likely due to packaging. The stylet was inserted. No other visual abnormalities observed on the delivery system. The delivery system went through pre-decontamination function testing. It was flushed and prepped. The balloon was then inflated and the crimp balloon untwisted during inflation. No leaks were observed. No abnormalities observed during balloon inflation and deflation. The delivery system then went through post-decontamination function testing. Total inflation and deflation time was recorded with the delivery system during the post-decontamination functional testing. The inflation-deflation time recorded met criteria. There were no device features relevant to the complaint description that required dimensional analysis. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any issues that could have contributed to the complaint event. A lot history review for the related work order was performed and revealed no other complaints related to balloon - leakage or balloon - incorrect shape, twisted. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all sizes) revealed other returned products for the complaint code: balloon - leakage. A review of complaint history reveals that the occurrence rate for balloon ¿ leakage (trend category: leakage) did not exceed the october 2017 control limits for this trend category. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all sizes) revealed one other returned product for the complaint code: balloon - incorrect shape, twisted. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all sizes) was also performed for the related complaint code ¿balloon - incorrect shape¿ and revealed other returned complaints. A review of complaint history reveals that the occurrence rate for balloon ¿ incorrect shape, twisted (trend category: dimensional discrepancy) did not exceed the october 2017 control limits for this trend category. Due to the observed complaint, IFU and device preparation manual were reviewed for device preparation. No IFU/training deficiencies were identified. The inflation balloon component was inspected for 100% critical dimension inspection, including proximal leg ID, and 100% visual inspection for crow¿s feet, fish eyes, gel spots, and scratches. During manufacturing, the crimp balloon component was 100% inspected for balloon double wall thickness. Under minimum 8x magnification using a zeiss microscope with dark background it is 100% inspected for defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes, and gel spots. During manufacturing, the crimp/inflation balloon bond was inspected under 2.85x magnification for smoothness, bubbles, burns and bond gaps. Assembled devices underwent 100% final inspection by manufacturing and quality. The inflation and crimp balloons were 100% visually inspected for distorted/pinched folds, wrinkles/waviness, and fold lines. During the inspection, the balloon cover was removed as needed and replaced after inspection. The assembled device underwent 100% leak testing. In addition, each lot is required to undergo product verification testing using five (5) samples. All samples selected from each lot were visually inspected to ensure the devices were free of physical defects such as kinks, cracks, and loose or missing components, prior to functional testing. Furthermore, the balloon inflation/deflation time and inflation pressure were evaluated. For the related work order, the total inflation/deflation time had a calculated upper tolerance limit (utl) which met specification. The inflation pressure had a calculated utl which met specification. The complaint for the balloon - leakage was not confirmed through functional and visual inspection of the returned device during the engineering evaluation. There was no leakage observed during functional testing of the device. A review of the IFU/training manual revealed no deficiencies, while a DHR review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported event. Although an exact root cause was unable to be determined, it is possible that procedural factors contributed to the reported event. The complaint for balloon - incorrect shape, twisted was confirmed through visual inspection of the returned device during the engineering evaluation. During functional testing of the device, the crimp balloon was observed to untwist upon inflation. The inflation-deflation time result was also within specification. Review of complaint history revealed a CAPA was previously initiated to investigate the potential root cause of crimp balloon twisting. The CAPA is now closed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Regarding balloon leakage, since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. Regarding balloon - incorrect shape, twisted, while the degree of crimp balloon twisting observed in the returned device was not severe enough to impact device functional performance, previous complaints have shown impact to functional outputs. A CAPA was previously initiated for investigation of crimp balloon twisting that impacted functional outputs and is currently closed. Closure date was after the manufacturing date of the returned device. Additionally, due to the potential severity associated with this failure mode, a pra was previously initiated in response to an unrelated complaint, which did not meet functional requirements and had a similar failure mode for crimp balloon twisting. It should be noted that the returned complaint sample evaluated in this memo met all functional requirements and specifications; however, the returned device was manufactured before the implementation of the corrective actions within the CAPA. The complaint was not confirmed for balloon - leakage. A definite root cause was unable to be determined. No labeling or IFU inadequacies were identified. No manufacturing non-conformances were found in the returned device. Therefore, no corrective or preventative action is required. The complaint for balloon - incorrect shape, twisted was confirmed, but no manufacturing non-conformities were found in the returned sample.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), a 26mm commander delivery system had a leaking balloon. The lumen was flushed, and de-airing was successful. They did flush the lumen. They were able to de-air successfully. As per pre-decontamination observations, the commander delivery system balloon was twisted.

Manufacturer narrative:
Correction to previous report, as was unintentionally left blank. Update to investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in denmark, a 26mm commander delivery system had a leaking balloon.